Event description:
This lead was implanted on (B)(6) 2009 and remains implanted at this time. A procedure form received on (B)(6) 2016 stating that this lead is involved in infection. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information in available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).